Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the cable protector was worn, the instrument channel tube port was worn, the light guide tube was scratched, the light guide bundles were yellow, the light guide lens was damaged, the suction cylinder port was worn, all switches on the device were worn, the scope cover was worn, the welding of the electrical connector was done by a 3rd party, the connecting tube was deformed, and the charged coupled device was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope was unable to angulate as necessary, the insertion tube had defects, and there was foreign material blocking the suction tube. The issue was found during reprocessing after the completion of a diagnostic gastroscopy which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign matter clogging the forceps channel appeared to be a yellow jelly-like foreign substance but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation observed that might contribute to the retention of foreign material, and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of improper cleaning/reprocessing by the user. Olympus will continue to monitor field performance for this device.